Event description:
It was reported the patient presented to the clinic due to inappropriate therapy due to supraventricular tachycardia. Reprogramming changes were made. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.